Event description:
Healthcare professional (hcp) reports three incidents of pts exhibiting severe diarrhea when dialyzed on CT 190g dialyzers that have been pre-processed with renalin. Chemical presence testing was negative in all cases. Problem resolves if a dry-pack dialyzer is used or if the dialyzer is pre-processed with saline instead of renalin. Hcp unwilling to provide pt specific info as he does not believe the dialyzer is the root cause of the reaction. No further info available at this time.